Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9050942. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Samples were submitted for evaluation; bd engineers were able to observe a damage to the v-clip during the visual observation of the device. The root cause for this occurrence most likely due to a missing pin in the manufacturing machinery that lead to a misalignment during assembly. To address this issue we have repaired the damaged equipment, and retrained our inspection teams to increase awareness of this defect.

Event description:
It was reported that the needle was difficult to disengage from the bd pegasus¿ safety closed IV catheter system during use, resulting in the safety mechanism being removed. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that needle disengagement difficult and result in closed needle protection IV catheter system removed".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was difficult to disengage from the bd pegasus¿ safety closed IV catheter system during use, resulting in the safety mechanism being removed. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that needle disengagement difficult and result in closed needle protection IV catheter system removed".